Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Also, we are unable to determine if any product condition could have contributed to the skin condition. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore the pod on the hip/buttocks for the full three-day wear period. After the first day of wear, the patient began experiencing discomfort and irritation at the infusion site, which persisted throughout the remainder of use. During pod wear, the patient reported that bolus insulin doses at times did not lower glucose levels, resulting in blood glucose readings exceeding 500 mg/dl. As symptoms progressed, the patient experienced generalized body inflammation, nausea, vomiting, headache, excessive sweating, mild visual disturbance, difficulty thinking, and impaired digestion. Due to persistent hyperglycemia and inability to reduce glucose levels, the patient sought emergency room (ER) medical attention on (B)(6) 2025. The patient was wearing the pod at the time of presentation and throughout the entire ER visit. The ER stay lasted from morning until evening on the same day. During the ER visit, the patient was diagnosed with hyperglycemia, and diabetic ketoacidosis (dka) was ruled out. Treatment included administration of two to three bags of intravenous fluids. Blood glucose levels were monitored and reduced to below 200 mg/dl prior to discharge. After medical attention, the patient removed the pod by manually peeling it off. Upon removal, the patient observed that the adhesive was wet with apparent insulin leakage and stained with blood. The infusion site was described as having a small, button-sized red bump at the cannula insertion point with some bleeding. The surrounding skin was reported as red, sore, irritated, dry, cracking, and oozing fluid. The pod was discarded at home and is unavailable for return. Following the event, the patient successfully resumed insulin therapy by activating a new pod.